Event description:
Repair center: provider alleged low o2/yellow light and key is the product tank is leaking. Per independent repair center statement, low o2 or yellow light. The key failure was that the product tank was leaking.